Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2019; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding the patient receiving dilaudid (1.0 mg/ml at 0.4586 mg/day) via an implantable pump for unknown indications. It was reported that the patient stated they weren't getting adequate pain relief. The patient reported no fall or injuries. The patient underwent catheter revision/replacement where the pump segment was explanted and a new one was implanted. The catheter was successfully aspirated and the issue was resolved at the time of surgery.